Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ date of manufacture: 03/20/2013. Expiration date: 02/28/2022. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7286769 of 11.0 mm ti helical blade 100mm sterile was processed through the normal manufacturing and inspection operations with no scrap or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record determined the raw material had no nonconformance that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a left femur fracture on an unknown date resulting in the patient having a trochanteric fixation nail (tfn) and a tfn blade implanted. The patient reportedly re-fractured the left femur below the original implant. A revision surgery was performed on (B)(6) 2015. All implanted devices were successfully explanted. There were no fragments generated during the surgery all devices were intact and removed without complication. The patient's status was noted to be stable at the end of surgery. This is report 2 of 3 for (B)(4).